Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds and crosstalk on the rv lead from every atrial pacing event. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.